Event description:
During preparation of an intravascular ultrasound (ivus) catheter for a percutaneous coronary intervention (pci) procedure, the distal tip detached when the physician touched the ivus catheter outside the pt. This ivus catheter was reported to be expired and was re-sterilized by the user facility by ethylene oxide.

Manufacturer narrative:
The atlantis sr pro2 directions for use (dfu) warns: "for single pt use only. Do not reuse, reprocess or resterilize. Reuse, reprocessing or resterilization may compromise the structural integrity of the device and/or lead to device failure which, in turn, may result in pt injury, illness or death. Reuse, reprocessing or resterilization may also create a risk of contamination of the device and/or cause pt infection or cross-infection, including, but not limited to, the transmission of infectious disease(s) from one pt to another. Contamination of the device may lead to injury, illness or death of the pt."